Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. The sample had been removed form the original dust cover. A separation did occur at the proximal pigtail. The separation does not appear to be stretched or discolored. The suture porthole was separated to the end of the stent. This is seen when the suture is forcefully removed from the stent. The suture was not provided for evaluation. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002", the tip ID to be 0.043" ± 0.002", the guidewire to be 0.038" ± 0.001", and the tube ID to be 0.050 + 0.002" - 0.001". The sample passed all dimensional requirements. The od measured at 0.0798" and 0.786" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. The tube ID where the separation occurred was measured using a 0.050" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. The issue was detected prior to use. Stated that they had prolonged surgery and it affected surgeon¿s confidence in use of the device. Also stated that there was a surgical delay.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. The issue was detected prior to use. Stated that they had prolonged surgery and it affected surgeon¿s confidence in use of the device. Also stated that there was a surgical delay.